Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2021 where three implants were installed on each side. The patient had pain relief for two weeks before reporting left leg pain. MRI imaging suggested that the superior implant was protruding anteriorly even though CT scans looked good. The surgeon wasn't sure if the implants were the pain generator or not but decided to back up the superior left side implant. In (B)(6) 2021, the surgeon performed a revision procedure where he backed-up, but did not remove, the left side superior positioned implant five millimeters to relieve any possible nerve impingement. No other preexisting implants were adjusted or removed. The patient's left side leg pain symptoms improved following the revision procedure.